Event description:
The patient contacted lifescan reported that their surestep original meter was reading inaccurately low. The patient had received low results such as 44 mg/dl, and 36 mg/dl. They were not experiencing any symptoms at the time of concern. A family member gave them sugar water, orange juice and 6 peanut butter/jelly sandwiches. When the paramedics came, their meter result was 216 mg/dl.( which does not reflect serious injury and is an expected result die to all the food given to the patient.) The patient was not given any treatment by the paramedics and was not taken to the hospital. During troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The patient's test strips were in good condition and within the expiration date. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a product malfunction. A replacement meter, control solution, and test strips were sent to the patient.